Manufacturer narrative:
The mountaineer m/l screw 3.5 x 24 was returned for evaluation. Macroscopic examination revealed that the screw shank had fractured. Fracture analysis found evidence of a fatigue failure. A review of the manufacturing records found no issues that could have caused or contributed to the reported event. Trend analysis found no related complaints. The root cause could not be positively determined from the information or sample provided. However, there is evidence that the rod failed due to fatigue. No issues could be identified in the manufacturing or release of these products. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The implant was found broken after surgery. O-th1 instrumentation using mountaineer was performed on a patient with cervical myelopathy on (B)(6) 2014. At first, the screw was found broken six months ago but the patient has been followed up without revision. Then the reported rod was also found broken this time. The patient has a symptom to shake his head unconsciously due to athetoid-type cerebral palsy, which might have added load to the rod according to the surgeon. The revision is scheduled for (B)(6) 2015.